Manufacturer narrative:
This report is submitted on 05 december 2019.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently the device was explanted on (B)(6) 2019. It is unknown if the patient was re-implanted with a new device.